Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 407 mg/dl. The customer had no symptoms just tired and was treated with shots. Customer's blood glucose value was 467 mg/dl at time of incident. Customer's current blood glucose value was 407 mg/dl and also stated that the blood glucose went to blood glucose went to 249 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Customer performed the high pressure test and was not pass. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the delivery accuracy test. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1 u/hr and monitored the pump for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.